Event description:
A female pt developed bacterial conjunctivitis and cellulitis in both eyes while using renu with moistureloc and renu multiplus no rub simultaneously. The pt reported initially developing eye irritation and swelling and sought treatment from her optometrist. The treating optometrist's confirmed the pt presented to his office on (B)(6) 2006 with mucus, redness, and irritation. Vigamox was prescribed. On (B)(6) 2006, she had swollen lymph nodes, light sensitivity, subconjunctival hemorrhage and superficial punctate keratitis (spk). She was switched to tobradex. The pt was seen again on (B)(6) 2006 and was prescribed vigamox, tobradex and rewetting drops. The pt tried to wear contact lenses and was advised against this. At f/u in (B)(6), the pt still had spk and viral conjunctivitis was suspected. She was then prescribed pred-forte and vigamox was continued. On (B)(6) 2006, the pt had fever chills and went to see her gp. Her gp diagnosed bacterial conjunctivitis with cellulitis in both eyes. Eye cultures were performed but were negative for growth after 2 days. Pt was given a dexamethasone injection, rocephin injection, medrol dose pak, zyrtec and omnicef. On (B)(6) 2006, the pt had no improvement and bleph-10 eye drops were prescribed. On (B)(6) 2006, pt still had not improved and she also had swollen glands. Bleph-10 was discontinued and optivar was prescribed. The pt was referred to an ophthalmologist. Per the pt, as of (B)(6) 2006, she is still having problems with her eyes and was under an ophthalmologist's care. She noted having "spots or scarring" on the cornea. Her gp reported that as of (B)(6) 2006, pt still had "eye matting" and was using doxycycline, which was prescribed by the ophthalmologist. Although requested, attempts to obtain add'l info from the treating ophthalmologist were unsuccessful. However, it should be noted the treating optometrist did not attribute the pt's event to use of the renu products. Reference linked file: 1313525-2006-00546.

Manufacturer narrative:
Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.